Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. The device was visually inspected and functionally tested. During inspection the device presented an f-67 alarm. The cause is due to a damaged sensor board. No repairs were performed, the device was swapped. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-67 alarm. No additional information is available.